Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section d6a, if implanted, give date: not applicable as the iol was removed and replaced during the same procedure. Section d6b, if explanted, give date: not applicable as the iol was removed and replaced during the same procedure. Therefore, not explanted. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded johnson and johnson (jnj) intraocular lens (iol) did not come out of the inserter correctly. The iol was removed and replaced with another johnson and johnson lens of the same model and diopter. The balanced salt solution (bss) that was used was allowed to acclimatize to room temperature. After the inserter was prepared, there were no delays in the surgery before an attempt was made to advance the lens. The patient was not injured as a result of this event. No further information was provided.

Manufacturer narrative:
Additional information section d9: device available for evaluation? Yes section d9: date returned to manufacturer: apr 3, 2025 section h3: evaluated by manufacturer? Yes device evaluation: the complaint product was received. Visual inspection under magnification revealed the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge. Stress marks were observed on the cartridge tip and the cartridge tip was damaged. The damaged extended to the cartridge. No issues were observed with the lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was observed to be coated in viscoelastic and paper residue. The lens was cleaned revealing no issues. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.